Event description:
Per literature it was reported that, hemolysis and recurrence of atrial fibrillation occurred. Within this study a total of 75 patients underwent pulmonary vein isolation with pulse field ablation (pfa). The following adverse events were observed post-procedure, one cute kidney injury, possibly due to acute hemolysis, and two atrial fibrillation recurrences. No further information was provided for the adverse events. No device is expected to return as this is from a literature review.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. It was not available because the event is from literature. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.